Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient reset the device and the reported issue was resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).